Event description:
Information was received that during use of this medical cadd prizm vip pump, under delivered was noticed, the patient received 70ml out of 230ml of the infusion. It was reported that the patient started on 5-fu cadd prizm pump 2400mg at 5ml/hr for 46hrs and the patient returned 2 days later with approximately 160ml volume of chemo remaining in the bag. The infusion rns assessed patient and reported that the patient did not receive the full doses. No patient injury reported.